Event description:
Caller reported a malfunction on the pump which resulted in the display of a malfunction code. There was no adverse impact on the customer's blood glucose level. Customer technical support provided guidance on resetting the pump, but the malfunction code reappeared after attempting the reset. Consequently, cts arranged for a replacement pump with updated software to be sent to the caller. Customer was instructed on procedures for returning the malfunctioning pump to tandem, programming settings into the new pump, and connecting their cgm to it. Customer understood and acknowledged these instructions, and the replacement pump was on its way.